Event description:
This tracheo fibroscopic intubator was used by an anesthesiologist to confirm placement of an endotracheal tube in preparation for a thoracic surgical procedure. At the time of tube placement verification, the anesthesiologist noted a tiny black ring in the pt's bronchus which was successfully retrieved by the thoracic surgeon. At close inspection of the scope, it was determined that the tiny black ring had detached from the distal end, at the level most proximal to the flexible tip, connected to the body of the scope. Facility contacted co representative and he passed the problem to the co regulatory person, who told facility to send the device to be evaluated at a service center. Pt is doing okay.